Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of and emerge balloon catheter device and a nc emerge device. The balloon of the emerge was loosely folded with contrast in the balloon and lumen, with additional blood in the lumen. Microscopic inspection revealed damage to the tip of the device. Microscopic inspection found no irregularities or defects with the bond of the device. Microscopic investigation revealed the inner shaft was damaged (flattened) for approximately 49mm, starting behind the distal tip. An inflation device was filled with water and connected to the hub of the device. The balloon was brought to rated burst pressure and the balloon held pressure for 5 minutes, without leaking. Microscopic inspection of the markerbands found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge¿ catheter balloon was selected to dilate the lesion. However, during inflation, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.